Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received an erroneous result for one patient sample tested with the elecsys troponin t hs stat assay on a cobas 6000 e 601 module. The erroneous result was reported outside of the laboratory. The sample initially resulted with a troponin t value of 0.206 ng/ml. The sample was repeated, resulting with a value of 0.056 ng/ml. The repeat result was believed to be correct. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 34588800 with an expiration date of 30-dec-2019. The field service engineer performed preventive maintenance on the analyzer. Calibration and control data did not indicate any issues. The patient sample was lipemic. The alarm trace did not indicate an issue. The laboratory humidity was 25 % on (B)(6) 2019. Product labeling indicates that the required ambient humidity during analyzer operation is 30 - 85 %. Low humidity may induce sample pipetting issues which are not accompanied by an alarm. The investigation could not identify a product problem. The cause of the event could not be determined.